Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced brief episodes of dizziness. The right ventricular lead exhibited intermittent oversensing. The lead was noted to have been fractured. The lead was capped and replaced. The patient was in stable condition post surgery.